Event description:
The customer reported that the system intermittently did not boot up.

Manufacturer narrative:
(B) (4). The system had to be started and shut off several times to work properly. The ge svc rep reseated all pcb boards and still had the same problem. He performed a cpu repair with new image processor, and reloaded calibration files. The system operates as intended. (B) (4).